Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, moderately tortuous, 99% stenosed, distal left anterior descending artery. Predilatation was performed prior to deployment of the 2.75x38 mm xience prime stent. Post-deployment, a distal edge dissection was observed and another xience prime was deployed to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection is a known potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.